Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. Premature battery depletion is currently suspected with this device. Replacement was recommended, however the device remains in service. This is considered a device malfunction. No adverse events at this time. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.